Manufacturer narrative:
H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The patient line connector was reviewed and there is no abnormality. The luer connector can be properly tighten to the patient line connector. An under water pressure test was performed and no leak was observed. The reported condition was not verified. The returned sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. The event was further described as ¿the transfer set cannot be tightly integrated with the patient connector of apd set¿. This was observed during use for peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.